Manufacturer narrative:
(B)(6).

Event description:
It was reported that the touchscreen was not responding. The device was not in use, no patient or user harm reported. It was reported that during preventative maintenance (pm), it was discovered that the touchscreen required replacement, it was also reported that the bottom housing on the back was cracked at back. Onsite service was provided, and the service engineer (se) reported that the touchscreen and front bezel were replaced. The device was then calibrated and the touch was reported as okay. It was then reported that the battery had failed, and would require a replacement. A second se went onsite, and reported that the bottom, housing was replaced. The se then reported that the performance test had failed during t&v (readings out of spec), and the following parts would require replacement (B)(4). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A third service engineer (se) was dispatched, and the se replaced the plate, retention, o2 fitting 453561535731, cover cpu tray 453561531961, end cap bezel 453561511821, cpu pcba 453561537241, motor controller pcba 453561537531, data acquisition pcba 453561512561. A follow up was performed with the se; it was reported that the replacements did not resolve the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer reported that the touchscreen was replaced and calibrated. The issue for the touchscreen was resolved. The touchscreen assembly and ui front bezel assembly was returned for failure analysis. Visual inspection revealed no evidence of damage or contamination. The ui front bezel assembly and touchscreen assembly was tested, and no failures were identified.